Event description:
Additional information was received reporting that the cause of the tip separation was not determined. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after completing angiography, 3d imaging, and preparation for a patient diagnosed with an anterior communicating artery aneurysm (saccular aneurysm measuring 4.2 x 3.4 mm), the procedure began by advancing a long sheath with a long single curve and a glidewire to the end of the c1 segment. The glidewire was then withdrawn, and an intermediate catheter was advanced to the c5 segment. A microguidewire and stryker sl10 stent microcatheter were positioned at the ipsilateral a3 segment of the anterior cerebral artery. The microguidewire was withdrawn, and an echelon 145-5091-150 coil microcatheter was prepared to be advanced to the aneurysm site using a microguidewire. Upon opening the echelon 145-5091-150 coil microcatheter, no issues were observed with the outer or inner packaging. However, upon removing the pre-shaped locking clip, the surgeon noticed that the 45° tip of the microcatheter was detached from the main body. The device was deemed unusable and a new coil microcatheter (echelon 105-5091-150) was opened. The echelon 105-5091-150 coil microcatheter was guided to the aneurysm using a microguidewire. After withdrawing the microguidewire, the coil was hydrated and used to fill the aneurysm. Multiple coils were successfully deployed, and the procedure was completed safely and successfully. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an anterior communicating artery aneurysm. It was noted the patient's vessel tor tuosity was normal. The access vessel was the right femoral artery with a diameter of 7.1 mm.

Manufacturer narrative:
Product analysis (B)(4), item: 10, lot no: 0230380667: as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The tip protector was also returned. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and distal marker band were found broken/separated from the remaining micro catheter. The break edge exhibits jagged edges and stretching. The separated tip was found in the bend section of the tip protector. Testing/analysis: the total length (measured up to the proximal marker band) was measured to be ~152.3cm, and the usable length (up to the proximal marker band) was measured to be ~144.2cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The tip protector was squeezed, and the micro catheter tip/marker band fell out of the protector easily with no additional coaxing needed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. It is likely the damage occurred during the attempt to remove the product from the tip protector. If the tip protect was not squeezed during the removal of the tip, the tip could potentially have been stuck in the tip protector, causing it to become damaged during the removal. In addition, due to the location of the tip within the bend of the tip protector, it is possible the customer attempted to pull the micro catheter out along the length of the tip protector groove instead of squeezing the tip and lifting the micro catheter up out of the groove. The tip appears to have been caught at the groove bend, causing the tip and distal marker band to separate. The tip fell out of the groove easily when the tip protector was squeezed and turned upside down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.